Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date 5 years ago, an unknown sized trifecta valve was implanted. On an unknown date, it was reported that valve failure occurred and a tavi procedure was performed. It is unknown if an abbott device was implanted as a replacement. The patient status is unknown.

Manufacturer narrative:
An event of valve failure after five years of the valve implant was reported. No additional information was provided from the field. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date 5 years ago, an unknown sized trifecta valve was implanted. On an unknown date, it was reported that valve failure occurred and a tavi procedure was performed. It is unknown if an abbott device was implanted as a replacement. The patient status is unknown.